Event description:
It was reported that customer experienced issues with pump buttons being hard to press and not always responding. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up, and case was closed with no additional troubleshooting or corrective actions documented.